Event description:
Patient presented to the physician with persistent pain and swelling around the lateral aspect of the ipg. Physician gave the patient a steroid injection at the ipg site.

Event description:
Patient presented back to the physician with pain at the ipg site. Physician brought the patient into the or, opened the chest incision, repositioned the ipg, re-sutured, and closed.